Manufacturer narrative:
H3: the returned catheter was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Analysis identified indentations on the retaining fingers of the connector that are consistent with the catheter not being properly attached to the pump. H6: fdm/annex b updated to b01. Fdr/annex c updated to c13. Fdc/annex d updated to d11. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, lot#: 0218626043, implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: catheter. Product ID: 8780, serial/lot #: (B)(6), ubd: 14-jul-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal morphine 5,0 mg/ml at 0,275 mg/day via an implantable pump. It was reported that the patient reported swelling and pain at the pump implant site. Seroma, drainage, and incisional wound opening occurred. The patient was urgently hospitalized on (B)(6) 2020. A contrast test was performed, and there was no flow through the catheter. A leak of medication was noted in the connection of the catheter to the pump. It was not known if it was badly connected or if it was a material problem. It was possible that damage/failure of the catheter had occurred. It was determined that the patient needed surgical intervention to revert the seroma. Surgical intervention occurred, and only the pump segment was explanted. The pump segment would be returned to the device manufacturer. It was reported that the patient's status was alive - with injury, as the patient had been hospitalized for surgery review. It was noted that the patient was still in the hospital under observation as of (B)(6) 2020. However, it was further clarified that this was a temporary injury, and the issue was resolved. There were no applicable environmental, external or patient factors that might have led or contributed to the event. The patient¿s medical history included chronic pain. Information regarding the patient¿s other medications was unavailable.